Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the prograsp forceps cable broke. Nothing fell into the patient. It was replaced by another instrument of the same type. The procedure was completed with no reported injury.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.